Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced occlusion at site event on 02-sep-2024. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: : per revision 21 of procedure 3709030, a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005976, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005976 was manufactured according to the work instruction (wi) version 96 and packaging in the machine multivac 14 on 09-mar-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4c00362 was manufactured according to the wi version 33 and manufactured in the machine ls06-ls07, on 08-mar-2024, with a total of (B)(4)units. The sub-assembly, welding of the lot 4c01184 was manufactured according to the wi version 33 and manufactured in the machine ls24-ls25, on 07-mar-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4c01185 was manufactured according to the wi version 33 and manufactured in the machine ls24-ls25, on 08-mar-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4c01186 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 07-mar-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4b05724 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 08-mar-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4b05725 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 09-mar-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4c01187 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 06-mar-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4c01186 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 07-mar-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4c00350 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 10-mar-2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformances nc was raised during the sterilization process. This nc is not related to claimed malfunction. Conclusion summary of complaint investigation: as a result of the following: one nonconformance (nc) was raised during the production process, and found unrelated to the reported malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.